Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation, and the customer's complaint was confirmed. The device's internal battery and system board were replaced to address the issue. Additionally, the device's battery door was damaged and was replaced to address the issue. The device also failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed.